Event description:
It was reported that during a therapeutic biliary drainage placement, the .018 wire sheared off inside of the pt. The broken pieces of the wire were removed by a snare and the pt is doing fine. No other complications resulted from this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that there were extreme angular bends in multiple locations. The possible root cause of this problem may be post manufacturing damage. Company believes user technique and/or pt anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.